Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100 percent tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the pt's adjustable valve was giving him problems. According to the report, the pt had severe headaches, stumbling, blurred vision, and slurring speech. The reported stated that the valve was recently adjusted in the last four days.